Event description:
During troubleshooting for a low drain volume(ldv) alarm on the homechoice machine (hc), the home patient (hp) stated he started over with a new set because the alarm would not clear. Then, still having the alarm, he started over with new bags. The baxter technical representative (tsr) explained that if the hp has issues with supplies, it is recommended to start over with all new supplies. The tsr explained that once the bags were connected, it was not recommended to disconnect and reconnect them. The tsr recommended the hp contact baxter at the time of the alarms. There was patient involvement. No patient injury or medical intervention was reported. On (B)(6) 2012, product surveillance spoke with the nurse regarding the use error. The nurse stated that they brought the home patient (hp) to the clinic for more training, since the hp was not following the proper procedures and would often get frustrated. The nurse stated that the hp is currently continuing therapy without any issues.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.